Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2007 that this local sales representative contacted technical services to report that this chronic implantable transvenous right ventricular (rv) defibrillation lead exhibited a pacing impedance measurement of 1627 ohms last year. The rv pacing impedance measurement remained stable at 1942 ohms. Additionally, the rv shock impedance measurements had remained relatively stable. The physician was considering placement of a separate pace/sense lead, however, a entire defibrillation lead extraction was not ruled out. Boston scientific received information from the local sales representative that this patient's situation remains unchanged. The physician and patient were still considering the options. Subsequently, boston scientific received information in (B)(6) 2010 that this local representative contacted technical services to report that this patient was presented to the electrophysiology (ep) laboratory. The rv pace/sense portion of the rv defibrillation lead was surgically capped due to a greater than 3000 ohms pacing impedance measurement. A separate rv pace/sense rv lead was implanted. The shock portion of the rv defibrillation lead remains in-service. The rv pacing impedance measurement with the replacement lead was 575 ohms.